Event description:
It was reported that, "osteolysis of liner resulted in revision. Non modular tritanium shell and x-3 40mm and c-taper head, liner cemented into place. Stem retained no other info per hospital protocol."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.